Manufacturer narrative:
The insulin pump had detached end cap, cracked case at display window corners, battery tube threads, reservoir tube lip, cracked belt clip slot, stained end cap sticker, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown. The customer stated that the bottom casing popped off her insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.